Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image issue was due to a faulty scope socket. However, the specific cause of the faulty scope socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source was producing a b30 scope communication error message when a scope was connected to the light source. The customer attempted troubleshooting by testing multiple scopes, and attempted to clean the scope connector inlet (which was visibly dirty), however these did not clear the error. The issue was found during a procedure but no further information was known. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty scope socket caused the b30 error. In addition to the reportable malfunction, the following were noted: the front panel mouth and lens base were cracked, the bottom chassis and tank holder were bent, the turret plate was warping, and a non-olympus lamp life meter was reading at 100+hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.